Event description:
The customer reported elevated troponin I (accutni) results for five patients involving unicel dxi 800 access immunoassay system. Two patients were admitted to the hospital from the emergency room (ER). Two patients were transported to higher-level care areas, and one patient had surgery delayed. This report refers to patient number three of five. The elevated results did not correlate with access 2 immunoassay system. The erroneous results were released out of the laboratory and questioned. There has been no report of patient injury. A change in patient treatment was associated with this event. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(6) 2008 and discovered the peri-tubing in the peristaltic pump split. The fse replaced all peri-tubing and the peristaltic pump on the unit. The fse completed system verification testing, and the unit conformed to the manufacturer's published specifications. Quality control (qc) was performed at the beginning of the evening shift. All qc was within range. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02622, 2122870-2011-02690, 2122870-2011-02693, 2122870-2011-02694.